Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that instances of minute ventilation (mv) sensor oversensing continue to occur on this patient's pacemaker despite the sensor being previously reprogrammed. Boston scientific technical services (ts) discussed the sensor needed to be programmed off completely instead of to passive mode as currently set. The health care professional (hcp) discussed the patient is a competitive cyclist and had an accident several months prior at which time it is suspected that the competitor ra (right atrial) lead fractured resulting in the observed mv oversensing. The hcp programmed the mv sensor off and oversensing ceased. The patient is not pacemaker dependent and will continue to be monitored until a lead revision is performed prior to the end of the year. Additional information was later received indicating a revision procedure was performed at which time this device and competitor lead were explanted and replaced. At the time of revision it was noted that a lead fracture was observed under fluoroscopy. No adverse patient effects were reported.